Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files since log files for the reported event date were not available for analysis. However, a report provided by the site indicated a slight increase in power consumption starting (B)(4) 2016. Lysis therapy was performed which reportedly brought back the power consumption to normal values. Analysis of the explanted pump by the site did not reveal any evidence of thrombus formation within the pump. Abrasion marks were observed on the lower housing ceramic surface and on the inferior surface of the impeller; these abrasion marks are indicative that external factors such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by site.

Event description:
It was reported by medical personnel that a patient experienced a pump thrombus. The patient had signs and symptoms at initial presentation of hematuria and elevated plasma-free hemoglobin (pfh) or serum lactate dehydrogenase (ldh). Pump analysis conducted by the site-the summary of (B)(6) 2016 suspected pump thrombosis, high watt alarms, lysis therapy was not successful and pump exchanged. No thrombus found in the explanted pump. Power parameters: normal values 2,7 - 3,7 w (mean 3,1w) when patient arrived at the hospital power was 3,0 - 4,3w (mean 3,6w), which is a power increase of 0,5w: alarm thresholds cannot be programmed closer. The expected normal values from heartware at a speed of 2400rpm are between 2,2 und 3,4w (expected power consumption range). The measured values are sometimes higher, also during normal operation. Retrospectively it might have been that the pump thrombosis started (B)(6) 2016. The sudden but small change of the power might be caused by a small thrombus floating into the pump. This is followed by slow increase of the power. And acoustic measurement also point towards a pump thrombosis. Approx 30 min. After the lysis started, flow and power values were back to normal values. But further decreased after the lysis. Approx. 1,5h after the lysis was started, the flow suddenly dropped below 1l/min, which is normally caused by an occluding thrombus. It can be assumed, that a thrombus was sucked to the inflow. Pump received from the op without a thrombus in the inflow. Sander marks on the bottom of the rotor and on the ceramic show that there has been a thrombus on the shrouds of the rotor. A pump exchanged was performed. Conclusion: the lysis eliminated all deposits on the rotor. During the lysis procedure obviously a thrombus inside the ventricle was mobilized and occluded the inflow. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.